Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message ¿head error¿ occurred during maintenance. The rotaflow drive was detected as defective. Thus, the drive was sent to the supplier emtec for repair. On 2024-02-19 the supplier emtec was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. The rotaflow drive was recalibrated by the supplier. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The rotaflow drive with s/n (B)(6) was produced on 2024-01-31. The device history record (DHR) of the rotaflow drive (material: 701022161, serial: (B)(6) elo#: see attachement) was reviewed on 2024-03-15. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "head error" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the error message ¿head error¿ occurred during maintenance. The rotaflow drive was detected as defective. No harm to any person has been reported. (B)(4).

Manufacturer narrative:
A follow-up will be submitted when additional information become available.